Event description:
A broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional information has been requested.